Manufacturer narrative:
(B)(4). Evaluation, results: (mi).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted overlapping in the mid lad. There was a third endeavor sprint (rx) implanted in the mid rca during a staged procedure one day later. It is reported that the pt suffered an mi on the same day as the staged procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month and 1 year follow ups. At 1.5 year follow up had stable angina. It is reported that there was a revascularization of the mid rca carried out approx 20 months post index procedure. There was another brand drug eluting stent implanted in the mid rca during revascularization. Investigator has indicated that the event was not related to either the study stent or the study procedure. Pt was asymptomatic / free of symptoms at 2 year follow up. (Ref MFR # 2953200-2011-00409 and 2953200-2011-00411.